Event description:
A technician reported an unexpected refractive surprise following intraocular lens (iol) implant surgery. She stated the patient had blurry vision one day postoperatively. Additional information was received from the surgeon, who reported the iol did not cause or contribute to the event. He reported, he plans on exchanging the iol with a limbal relaxing incision (lri). Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).